Event description:
Clinician alleges during a procedure, that involved therapy with the l-70 hotline IV adminstration set and the hl-90 hotline fluid warmer, that the blood delivery was cold. It was initially reported to level 1, from a different department at the user facility that the clinician did not work in, that the clinician felt fluids being delivered cold because the hydrogen peroxide solution leaked from the circulating water path into the IV path. Information later provided by the clinician, involved in the case, was the fluids being delivered to the patient did seem cold, however he stated that this was not because of hydrogen peroxide fluids mixing in the IV. The clinician stated he did observe air bubbles in the set but in the water circulating path and not the IV. Patient expired from health issues resulted from obesity.